Manufacturer narrative:
Therapy and event date is estimated, the results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1of 3. Reference MFR. Report: 3006705815-2019-04336, 3006705815-2019-04337. It was reported that stimulation was unable to increase amplitude. Issue started approximately in august when patient started having ineffective coverage but not sure when stimulation was lost. Diagnostics revealed high impedances. To address the issue patient may be awaiting surgical intervention at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient had both the leads replaced and reportedly effective therapy was restored.